Event description:
It was reported that the device was used during a thoracic procedure. The clips would not close all the way. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Yielded jaws. Eval summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.